Manufacturer narrative:
The other item involved in the case is myknee mis tibial pin positioner - MRI - gmk - right medial - size 5 reference 8.2245 (k170106). Batch review performed on 14 march 2018. (B)(4). On 19 february 2018 the patient match department performed the investigation on the case: no deviations or anomaly were found.

Event description:
The pps blocks for the case fit well, however in surgery additional resections were needed for the femur and the tibia in order to get full extension. This technique took 50-55 minutes for the cases.